Manufacturer narrative:
The field service engineer checked the system and found the weight filter in the procell was loose allowing air to mix with the procell and create foam. This issue was repaired. The calibration and qc performance were acceptable. The analyzer alarm trace had many abnormal sipper movement alarms. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of a questionable tsh elecsys result from the cobas 6000 e 601 module. The initial result was 0.308 uiu/ml and was reported outside of the laboratory. The repeat result was 1.59 uiu/ml and was believed correct, as it was repeatable. The reagent lot number was 62744201 with an expiration date of 31-mar-2023.